Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found a leaking 3-way valve and degasser errors. The fse replaced the 3-way valve, the degasser and the sample probe to resolve the issue. The fse performed calibration and quality control, which all passed. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium on their au480 clinical chemistry analyzer. The low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.